Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -8.50/3.5/114 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. The patient experienced refractive surprise. It was reported that on (B)(6) 2023 lens repositioning was performed but it did not resolve the problem. Lens remains implanted. The cause of the event is unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: h6- health effect -clinical code: per updated information remove "2137". B5-per updated information from facility representative following an implantable collamer lens (icl) implantation procedure, lens rotation not associated with a low vault was noted. In a separate visit a lens repositioning was attempted, but this did not resolve the problem. At an unknown date, an unspecified refractive treatment was performed, which resolved the issue. The reporter reported " the case was solved with bioptic procedure". Claim # (B)(4).